Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to detach. Neither the deployment mechanism nor the wire cutting were successful in releasing the capsule. The procedure was a failure and the patient did not go home with the capsule/monitor. There was no harm to the patient and the user, no intervention was required. There was nothing unusual about the patient or the procedure.